Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that during the load fill tubing sequence customer alleged that insulin ¿back-flowed¿ into the cartridge tubing. Customer's blood glucose was 220 mg/dl. Reportedly, multiple supply changes were performed to address the issue; however the issue persisted and customer reverted back to manual injections.